Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 44.0-44.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 28.5-30.6cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 17.0-22.2cm and 23.2-23.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 23.5-25.0cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.

Event description:
It was reported there were noise episodes that presented as vf episodes on remote transmission. Lead was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.